Event description:
It was reported that the customer required hospital assistance to treat a low blood glucose (bg) level caused by overcorrecting an elevated bg level. Specific value of the bgs were not provided. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.